Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was exhibiting pacing when not required due to atrial activity being blanked after ventricular pacing. Technical services (ts) was consulted and noted loss of capture due to pacing being provided before the heart was ready to contract. Reprogramming options were provided. This crt-d remains in service. No adverse patient effects were reported.